Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for the implant of an implantable cardioverter-defibrillator. During the procedure, coronary sinus dissection was observed. Post procedure, hematoma was observed. The patient's status was unknown.

Event description:
New information indicates that the coronary sinus dissection was resolved without sequelae. The patient's status was unknown.

Manufacturer narrative:
Correction: h6 - coding was omitted from the previous report d4 - serial number should be blank.